Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, ventilator service required error codes related to the control pressure sensor and the airstream temperature sensor were found. Err_control_press_railed means the control pressure sensor is reading maximum or minimum counts for an extended period of time. Err_airstream_temp_1_railed means the airstream temperature sensor is reading maximum or minimum counts for an extended period of time. The battery fan was listed as being replaced to address the issue. Additionally, a ventilator service required error code related to the monitor pressure sensor was found. Err_monitor_press_railed means the monitor pressure sensor is reading maximum or minimum counts for an extended period of time. This error is not considered a reportable malfunction/issue.

Event description:
A ventilator was returned to a third-party service center for service. The device was not in patient use. During the evaluation of the device at the third-party service center, ventilator service required error codes related to the control pressure sensor and the airstream temperature sensor were found. Err_control_press_railed means the control pressure sensor is reading maximum or minimum counts for an extended period of time. Err_airstream_temp_1_railed means the airstream temperature sensor is reading maximum or minimum counts for an extended period of time. The battery fan was listed as being replaced to address the issue. Additionally, a ventilator service required error code related to the monitor pressure sensor was found. Err_monitor_press_railed means the monitor pressure sensor is reading maximum or minimum counts for an extended period of time. This error is not considered a reportable malfunction/issue.

Manufacturer narrative:
The manufacturer previously reported information that a ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, ventilator service required error codes related to the control pressure sensor and the airstream temperature sensor were found. Err_control_press_railed means the control pressure sensor is reading maximum or minimum counts for an extended period of time. Err_airstream_temp_1_railed means the airstream temperature sensor is reading maximum or minimum counts for an extended period of time. The battery fan was listed as being replaced to address the issue. Additionally, a ventilator service required error code related to the monitor pressure sensor was found. Err_monitor_press_railed means the monitor pressure sensor is reading maximum or minimum counts for an extended period of time. This error is not considered a reportable malfunction/issue. Correction: a ventilator was returned to a third-party service center for service. The device was not in patient use. During the evaluation of the device at the third-party service center, ventilator service required error codes related to the control pressure sensor and the airstream temperature sensor were found. Err_control_press_railed means the control pressure sensor is reading maximum or minimum counts for an extended period of time. Err_airstream_temp_1_railed means the airstream temperature sensor is reading maximum or minimum counts for an extended period of time. The battery fan was listed as being replaced to address the issue. Additionally, a ventilator service required error code related to the monitor pressure sensor was found. Err_monitor_press_railed means the monitor pressure sensor is reading maximum or minimum counts for an extended period of time. This error is not considered a reportable malfunction/issue. Corrections have been made as follows : general information section, become aware date field changed to 03/21/2025; section b, event date changed to 03/21/2025; section d, device serviced by 3rdp changed to yes, device avail for eval changed to no, date returned to mfg changed to na; section h, device evaluated by mfg changed to no, reason device not eval changed to device not returned to manufacturer. Coding has been updated accordingly.